Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2015, to report that a clinical patient was admitted to the hospital on (B)(6) 2015. It was reported that the patient was initially admitted for low blood pressure (bp) and an episode of chest pain. It was further reported that the patient's chest pain had resolved prior to the hospital visit. Clinical patient informed study coordinator that he was looking for an urgent care that day and was not able to find one so he went to the hospital. Clinical patient stated that the only reason for hospital admission was due to the fact that he had mentioned having chest pains earlier in the day, that had since resolved. No issues with clinical patient's blood glucose (bg) were reported, and bg was in normal ranges at the time of the reported event. Additionally, it was reported that clinical patient's hospital admission was not related to dexcom continuous glucose monitor system (cgm). No additional event or patient information is available.

Manufacturer narrative:
(B)(4)